Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer inserted a sensor and bled so he removed the sensor. He tried to calibrate and the insulin pump would not calibrate with the sensor. The customer eventually got them to calibrate and was receiving sensor glucose values. The customer is not currently bleeding but feels the cannula may be fractured in his body. The blood glucose is 187 mg/dl.